Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set's secondary drip chamber was deformed. The following information was provided by the initial reporter: "she also reported that the secondary drip chambers ¿look like they are going to break¿ and they appear as if they are ¿not glued straight¿. She inspects the tubing before use, and would not use an IV set that looks this way. General feedback, no sample available for investigation. No patient harm."

Manufacturer narrative:
H6: investigation summary: a complaint of drip chambers being damaged was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion set's secondary drip chamber was deformed. The following information was provided by the initial reporter: "she also reported that the secondary drip chambers ¿look like they are going to break¿ and they appear as if they are ¿not glued straight¿. She inspects the tubing before use, and would not use an IV set that looks this way. General feedback, no sample available for investigation. No patient harm."